Event description:
Patient received 37 shocks due to noise during middle of the night while she was asleep. Lead impedance in range during interrogation. Lead will be replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were notified this lead was capped (B)(6) 2018 due to lead fracture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.